Manufacturer narrative:
Patient's date of birth was not provided. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate, lost osseointegration, and was removed due to pain. The pain disappeared after the implant was removed. The implant was extracted a month after it was placed in the tooth # 25. The implant site has type 1 bone quality. There was general bone loss. The implant was not placed in the previous grafted site. There was granulated tissue around the implant. The implant site was infected and purulence was noted. The implant site was noted to be dense bone that did not bleed out during osteotomy. The patient is reported to be satisfactory.

Manufacturer narrative:
Correction - UDI number was provided. The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and the following statement is provided "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per the reported information, the implant site was infected and granulated tissue was present surrounding the implant site. In addition, purulence was also noted at the implant site and the patient's bone was noted to be dense bone. The investigation found no abnormality, defect, nor non-conformity with the implant. The reported issue will be tracked and trended.